Event description:
The patient husband reported that the patient have been hearing a tone coming from their device every four hours since they came back from the hospital. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.